Event description:
It was reported that the patient had experienced numerous episodes of ventricular fibrillation all of which were treated with appropriate therapy leading to return to sinus rhythm. Intermittent ventricular undersensing was observed during some of the episodes. Medical evaluation noted patient with low potassium level. Physician is electing to adjust medication to resolve the electrolyte imbalance. Patient will be monitored closely for further assessment. Patient condition was satisfactory after the medication change.

Manufacturer narrative:
(B)(4).